Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block alarm, key pad anomaly, insulin pump battery lasts less than expected, decolorization of screen, rewind anomaly, battery cap damage. The customer reported no adverse event. The event involved product(s) mmt-7020la, mmt-397a, mmt-1880, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7020la. No product return is required for mmt-397a. No product return is required for mmt-1880. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No abnormal noise during rewind or unexpected insulin flow blocked alarms noted during testing. No display anomalies noted. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on (B)(6) 2024 04:45:00.000 in pump downloaded history. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed low battery alert on (B)(6) 2024 19:03:16.000 in the history files. These alerts are expected and occur during normal pump operation. All buttons function properly. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. The motor was tested outside of device and passed. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, battery cap contact missing, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, faded serial number label, and corroded battery tube. Pump passed functional testing. No low battery alerts, display anomalies, abnormal motor noise or unexpected insulin flow blocked alarms noted during analysis. Keypad/buttons functioned properly during analysis. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. Confirmed cracked battery compartment, scratched case, battery cap contact missing, keypad overlay damage, and faded serial number label during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.